Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient on (B)(6) 2019. The rep stated the patient was physically moving the battery himself. He showed the physician and the office staff. The patient's ins was recharged, and connection and impedance checks were completed. Electrodes 3, 6, are to be avoided and electrode 11 is do not use status. Electrodes 12 +, and 13- were programmed ¿ intensity 3.7ma, pulse width 450us, and rate 40hz. The patient stated that the stimulation was comfortable and in the correct locations. The patient was also re-educated on the patient programmer and recharger and the patient was instructed to keep up with normal recharging. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that rep has been trying to meet with the patient. Patient has showed up to office visits with hcp for medication. Hcp stated that patient needed to meet with caller to set up stimulation before more medication is provided. Rep spoke to the patient and patient states he is upset because stimulator is not turned on. Looks as if the battery has moved and there is bruising over it. Afraid if turned on that he will get electrocuted. Patient has appointment with hcp on (B)(6) 2019. Caller is scheduled to meet with patient on (B)(6) 2019 but patient also noted that he is about to get a lawyer for this. Caller states that hcp office is aware of patient's lack of compliance to meet and get stimulator turned on an functioning. Caller states hcp office reports patient has stated that he doesn't believe the device will work if turned on. Patient has also been discharged from multiple facilities regarding his pain. No further complications were reported.